Manufacturer narrative:
(B)(4). Date sent: 4/12/2021. H2: additional information received: photos were received for review. Review is in progress and has not yet completed. Upon completion of photo review, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a 5mm ligamax clip stapler (el5ml) failed. According to the person in charge of the operating room area, she indicated that at the moment of stapling the cystic bile duct, the staples came out malformed, preventing stapling in the patient. It is unknown how the procedure was completed. There was no consequences for the patient and the dose of anesthesia remained the same.

Manufacturer narrative:
(B)(4). Date sent: 5/10/2021. Investigation summary: five images were received for review. Upon visual inspection of the five photos, the following was observed: the first photo shows four malformed staples inside of a plastic bag. The second photo shows a device from top view, on the blister. The device can be seen with the jaws and trigger in the open position. The third photo shows a tyvek wrapper from top view with product code of el5ml, lot # u94x6z, exp. Date: 2025-07-31. The fourth photo shows a letter. Finally, the fifth photo shows a tyvek wrapper from lot number area: lot # u94x6z, exp. Date: 2025-07-31. Based on the photo review, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned, our evaluation is limited. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4) date sent: 7/1/2021 d4: batch # u94x6z investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed three conforming clips. The event described could not be confirmed as no malformed clips/staples were observed and the device performed without any difficulties noted and no product defect was identified. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.